Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported balloon rupture and separation was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent surgical procedure appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the brachiosephalic vein that had a very tight stenosis. The 7mm/60 mm armada 35 balloon catheter was advanced to the lesion without resistance and inflated one time at 12 atmospheres. The balloon ruptured and ripped in half inside the vein. Attempts to remove the device failed; therefore, everything including the sheath, guide wire and balloon catheter, were removed as one unit. A cutdown was performed to remove the separated segment of balloon from the vein. The procedure continued on with the use of a non-abbott balloon catheter and was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.